Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the cardiac resynchronization therapy pacemaker (crt-p) triggered a false alert for right atrial (ra) lead out of range (oor) low pacing impedance. It was further reported that there was intermittent ra lead undersensing. At times, the undersensing resulted in ventricular tachycardia (vt) monitor detections with subsequent episode misclassification and recording. Additionally, the lead exhibited variable impedance measurements since implant. The heart failure diagnostic was indicative of fluid overload and possible electrolyte imbalance contributing to the measurement variability. The lead and device remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated atrial undersensing. Analysis of the device memory indicated the impedance trend of the atrial pacing lead was variable. Analysis of the device memory showed the battery indicator signifying that it is time for device replacement triggered falsely. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.